Event description:
Error 193 int battery failure the manufacturer received a triology 100 device for preventive maintenance. There was no harm or injury reported. The device was sent to a service center for preventive maintenance. During tech evaluation it was observed that the device showed critical errors "ventilator service required alarm" for the internal li-ion battery. The device's li-ion battery was replaced to resolve the issue. The unit was confirmed to be working properly after replacement.